Event description:
It was reported that a few days after implant the patient developed a pericardial effusion. The patient was hospitalized and was treated with antibiotics. The leads remain in use. The patient is a participant in the (B)(6) study. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. Concomitant medical products: p1501dr implantable pulse generator: (B)(6) 2006. (B)(4).